Event description:
It was reported that the device reached eri prematurely. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and the device was found to be below the expected limits. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor. An internal anomaly within the battery was found to be the cause of the premature battery depletion.